Event description:
It was reported that during an rotator cuff repair using the opus perfect passer connector suturing device, the device would only fire one side of the suture. The procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.